Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg being too deep. The patient underwent a pocket revision and is reportedly doing well after the procedure.